Event description:
It was reported that the tip of the hex driver broke during surgery when tightening the pedicle screw. The broken fragment was left in the screw head and remains in the patient. No patient complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed the tip of the hex sheared off. It is unknown if the driver was used in conjunction with the driver sleeve. Use without the sleeve and with excessive torque may have contributed to the breakage. Hardness test measured within print specification. A DHR review found no documentation to indicate a non-conformance to specification.